Event description:
Uterine artery embolization 2x. Severe pain began 24 hours post 2nd embolization. Readmitted to hosp. Rec'd IV antibiotics. Continues to experience severe weakness, anemia, intermittent severe pelvic pain, continuous vaginal bleeding, diarrhea, abdominal cramps, and urinary frequency. Unable to return to work due to severity of symptoms.